Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an uncomplicated puncture in the common femoral artery (cfa) using a 5fr procedural sheath. The procedure was a coronary angiography was performed and there was visualization of the common femoral artery (cfa). There was no calcification and, large vessel lumen. The sheath was correctly placed in the common femoral artery (cfa). The angio-seal application was performed according to the instructions for use (IFU) and under supervision and guidance of an a&cfts. Successful hemostasis was achieved however, after 3 minutes, there was visible swelling in groin and the patient complained of pain. Manual compression was held for 10 minutes, followed by an ultrasound check. The angio-seal anchor was visible and in the correct position. There was no further bleeding. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc. The patient was stable. There was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly. The arteriotomy locator and guidewire were returned as well. Visual inspection was performed. Upon visual analysis, the hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The clear shrink wrap marker was observed in the exposed portion of the suture. Tension was applied to the exposed suture and no suture was present into the spool. No anchor, collagen, and tamping tube were returned. The overall device condition is consistent with full deployment. Based on the complaint description, the complaint could be confirmed for the post-deployment bleeding. The returned device appeared consistent with successful deployment. Possible sources of the bleeding event could be improper or incomplete tamping of the collagen. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).